Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found "split in two". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have another alaris tubing set that has the same defect. The tubing is split in two. I feel I should send this one back as well."

Manufacturer narrative:
Investigation summary: a sample was received and analyzed by our quality team. The customer's complaint of separation has been verified. A device history record review for model 2426-0500 lot number 20073358 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 16jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause has been traced to the hand assembly by manufacture specifically insufficient solvent at the yport connection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing was found "split in two". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have another alaris tubing set that has the same defect. The tubing is split in two. I feel I should send this one back as well."